Manufacturer narrative:
Device had blank solid white lcd with black horizontal lines due to cracked and bleeding lcd glass. No black dots noted on the lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank solid white lcd with black horizontal lines.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 15.8mmol/l at the time of the incident. The insulin pump will be returned for analysis.